Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the tx60g instrument would not staple, although the surgeon squeezed the handle fully. Another instrument was used to complete the case. There was no consequence to the pt.